Event description:
The customer contact initially reported the device alarmed with a check cassette alarm, unable to reset channel b. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center of the device mechanism, the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code.

Manufacturer narrative:
During testing at the service center, the device mechanism, using a test device, alarmed with a s421 (motor error - pmc, left) malfunction alarm code. This may have been due to a loose motor. A visual inspection of the mechanism found that the rtv seal around the motor had broken free from the mounting. The probable cause of the loose motor was due to the under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the information known by the reporter upon query by hospira personnel.